Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. And high blood glucose event. The customer¿s blood glucose was unknown at the time of incident. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was not exposed to a change in altitude. Customer also reported that the insulin pump had a calibration error and the sensor glucose versus blood glucose readings does not match. Customer had a high blood glucose of 400 mg/dl treated with manual injection. Customer declined high blood glucose troubleshooting. The sensor is not returning for analysis.